Event description:
The customer contact reported the device did not sound an audible alarm tone during an alarm condition. The device was returned to the biomedical department for an unspecified reason. No information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in the critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the device did not sound an audible alarm tone during an alarm condition. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.